Manufacturer narrative:
Given the nature of the alleged incident, the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a review of the documents provided did give any insight into the root cause of the reported suspected infection. The provided documents did not confirm infection following the reported biopsy. Although requested, the operative and laboratory data were not provided for review. Based on the limited information provided a thorough medical assessment could not be performed. The patient impact beyond the reported biopsy could not be determined. Should additional information be provided, the clinical/medical investigation task will be reopened. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a left tka surgery was performed on (B)(6) 2023, a sterile joint puncture was performed on (B)(6) 2024 due to a suspected infection on the left knee. The infection was diagnosed on (B)(6) 2024, and an open biopsy was performed on (B)(6) 2024. Finally, on (B)(6) 2024, the patient required a total revision surgery and long-term antibiotics to address the adverse event. The patient is still recovering.